Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported seeing a patient that was injected with an unspecified filler 2 years ago who developed lumps in the top lip. Patient was injected at another clinic.